Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). On (B)(6) 2019 at 7 am the results from the meter were 4.5 inr and 3.2 inr. The same finger was used for each fingerstick. On (B)(6) 2019 at 7:19 am the result from the meter was 4.8 inr. On (B)(6) 2019 at 7:23 am the result from the meter was 3.4 inr. On (B)(6) 2019 at 7:27 am the result from the meter was 5.3 inr. There was no allegation of an adverse event. The customer's condition was stable. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Three test strips and the meter were returned for investigation. The returned test strips were measured with the returned meter with liquid qc of a high level. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The alleged result of 4.5 inr on (B)(6) 2019 and the alleged results of 4.8 inr and 5.3 inr on (B)(6) 2019 were not found in the customer's meter memory. The investigation did not identify a product problem. The cause of the event could not be determined.